Event description:
Adverse event: undercorrection. Interrupted procedure. Malfunction: energy fluctuations. A laser technician reports that the refractive procedure was interrupted at 5% and the procedure had to be aborted. During a follow-up conversation, the laser technician stated the case was rebooted, reprogramed and the case was completed. A second follow-up call was placed to the laser technician and she stated she could give us no further information and referred us to the facility's corporate office. A call was placed to the corporate office, but a response has not been received to date. The current status of the patient is unknown.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) retrieved the system log file for the date of this patient's surgery. The log file showed a system message that indicates there was a deviation of the measured energy from the given energy and a deviation of 120% from the allowable energy limit. This system message will interrupt the treatment. The tm determined that the system had low energy output and needed maintenance to address degraded laser optics. Degraded laser optics could cause a loss in delivered energy and result in the same error message experienced by the site, so the tm replaced both 45 degree deflectors, the homogenizer and the focus lens than successfully completed the energy table and the system verification. Clinical findings were limited to a communication stating that the procedure was interrupted at 5% but completed after laser reboot and reprogramming the treatment. Despite multiple attempts made, no additional patient information and/or clinical records were provided. Conclusion: based on the results of the investigation, a definitive root cause could not be identified. (B) (4)